Event description:
Reporter alleges that on (B)(6) 2019 at 5pm the meter gave a result of hi and medical attention was sought. Reporter states that the end-user had a headache and after getting the result of hi from the prodigy meter, she took him to ER. Upon arriving at the ER, the end-users blood glucose was 125mg/dl. Reporters stated that the end-user was treated with a glucose solution administered by IV. Reporter stated that he did not eat or drink anything prior to going to the ER. Reporter stated that the only additional treatment received was to check his blood work and that was normal. He was treated and released after 3 hours at (B)(6) medical center located at (B)(6).